Event description:
This report summarizes one malfunction. A review of the event indicated that model mc1616 experienced failure to prime and self-activation. This report was received from one source. The device was not used in the 57 year-old female patient, of 65 kgs.

Manufacturer narrative:
H10: the device was returned to bd for evaluation. The lot history review was performed. The investigation is confirmed for cannula self-activation. However, the investigation will remain inconclusive for the alleged priming issue. A root cause has not been determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the event indicated that model mc1616 experienced failure to prime and self-activation. This report was received from one source. The device was not used in the (B)(6) year-old female patient, of (B)(6) kgs.